Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/27/2016 with the following findings: evaluation revealed that the pump was returned with the bolus button cover peeled off. Bolus button cover is also torn. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a torn bolus button. This report is made based on results of investigation completed on 04/27/2016.